Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/24/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigational narrative: visual analysis of the returned product revealed that one opened sample product code sxmp1b118 was received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was to be damaged at the surface, body fluids and the barbs were to be damaged at the tips. In addition, the end was observed cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxmp1b118 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - stratafix¿ active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength: 2360 g /m.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional information was requested, and the following was obtained: please provide the lot number for the stratafix spiral monocryl plus (product code: sxmp1b118). Lot #rhbbla. Please provide the lot number for the silk suture (product code k834h). Lot #rcbbka. When did the sutures broke (in the package, during removal from package, during handling or during use on the patient)? Please specify for both of the two sutures. During use on the patient for both sutures attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - stratafix¿, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 ug /m. Events reported via: 2210968-2021-10738.

Event description:
It was reported that a patient underwent a coronary procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.